Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient¿s ins was at end of service (eos). It was reported that the device was off/disabled and was not longer providing therapy to the patient. It was reported that the patient did not recall seeing an elective replacement indicator (eri) message. The hcp mentioned that it seemed pretty fast for the battery to be completely depleted and thought that the device was supposed to last 3 ¿ 5 years. No further complications are anticipated.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.